Manufacturer narrative:
Block h10: imdrf device code a0401 and impact code e2301 captures the reportable event of one side of the forceps broke off in the patient lung mass and was unretrieved.

Event description:
It was reported to boston scientific corporation that a coredx was used in the lungs during a bronchoscopy performed on (B)(6) 2023. During the procedure, one side of the forceps detached into the patient's lung mass and was not retrieved. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.